Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy stopped being delivered to the jaws halfway through the procedure. The extension cable was changed. Same problem. It's unknown if the jaws overheated and the shut-down safety feature was activated as there's no indicator to the user it was activated. It's doubtful though - as the time to replace the cord was beyond the 1 minute timeframe to reset that feature, and the device still did not send energy to the jaws until a new kit was opened. Another vh-4000 kit was opened to successfully complete the procedure. There was not a procedural delay - aside from the few minutes taken to open a new cable and kit. No patient injury.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/19/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000375778 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.